Manufacturer narrative:
Concomitant product: 1l d5% bag mixed with na+bicarb, therapy date (B)(6) 2015. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the d5+na+bicarbonate infusion (total volume of 1150ml) was programmed to infuse 204ml over 1 hour and the entire bag (1150ml) was discovered to be empty 42 minutes later. The nurse was alerted to this event when the pump alarmed for air-in-line. No leaks were noted. The customer reported no patient harm.

Manufacturer narrative:
The customer¿s report of a sodium bicarb overinfusion was not confirmed. Physical inspection noted the device and disposable set were in good condition. There were no anomalies. Analysis of the pcu event log shows that pump module s/n (B)(4) was programmed to run a basic infusion at 204ml/hr with a vtbi of 204ml. The device alarmed for air in line approximately 42 minutes later and the device was then channeled off. The volume recorded as being infused during this period was 140.941ml. Functional testing was performed and found the device to be delivering fluid outside of specification and was found to underinfuse. The device was calibrated and the vpmr was corrected. After calibration, the device passed rate accuracy testing. There were no signs of leaking observed on the disposable set. The root cause was not identified.